Event description:
During procedure the balloon popped leaving the tip of the balloon in the artery of the right lower leg. Surgeon was able to recover the broken part with a snare. She then examined it and verbally declared it to be the complete broken part. No other foreign body is left as seen on the c-arm. Balloon will be given to the charge nurse.